Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. The customer stated that he had low blood glucose and he had taken honey blood glucose is now 47 mg/dl. The customer stated that he was trying to eat more to treat then blood glucose was 186 mg/dl and then took 4 units then 110 mg/dl, 117 mg/dl. The customer stated that he was at 87 mg/dl but didn¿t take insulin. The customer stated that he was 140 mg/dl and then 56 mg/dl. Later customer blood glucose was 51 mg/dl. The customer stated that he was 111 mg/dl since the evening. The customer had symptoms such as fatigue and confusion. The customer was treated with food for the low blood glucose. The customer stated that he was trying to stop machine from giving insulin. Customer¿s blood glucose level was 45 mg/dl at the time of the incident. Customer¿s current blood glucose level was 47 mg/dl. The customer was assisted with troubleshoot. The customer stated that they had experienced low blood glucose for couple of days. The drive support cap appears normal (slightly indented). Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The customer was advised to talk with health care professional. The product was not returned for analysis.